Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: mw5176920. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a velocity delivery microcatheter (velocity). During the procedure, the velocity was advanced to the target location as part of an aspiration system. The physician removed the velocity and noticed the velocity had fractured. It was reported that the entire fractured velocity was removed, and no part of the velocity was left in the patient. The procedure was completed using a new microcatheter. There was no report of an adverse effect to the patient.